Event description:
While operating room was being set up by a pregnant staff member, portable c-arm x-ray unit began scanning without being activated by anyone. Foot pedal was determined to be defective and was removed.